Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the white helicar passer sheath torn, broken or bent: how was it damaged: please elaborate.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2017 and mesh was used. During the procedure, the white passer sheath was damaged. Same like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Based on the product evaluation, the plastic needles are damaged, but the complaint is not linked to a manufacturing issue. The product was conforming to specifications at the release. The manufacturing process could not create this defect.